Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. A medtronic representative (rep) called to report that during a catheter placement the distance to target metric intermittently did not display in the guidance view. He changed the view to a different view and the issue did not resolve. They reported that it would appear then disappear. Through troubleshooting, technical services (ts) suspected that the catheter introducer was not being reliably tracked by the emitter. A non-medtronic imaging system was pulled in close to the emitter, they moved it away and adjusted the placement of the emitter and the geometry error on the instruments went down, but the issue persisted. The site confirmed that the stylet was tracking with a geometry error of less than 1.restarted the software and the issue persisted. There was a delay of less than one hour before they aborted the procedure. There was no other impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: 9735762, version: 1.3.2 h3/h6: the system was serviced in the field and there was a software failure. Codes b01, c10, and d18 apply.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software data was received for analysis. Reviewed the logs and archives of the case. Tried to reproduce the scenario with loading the shared archive in house but couldn't reproduce it. There were 4 session of application logs present of the issue date. 3 of the session captured that the user went till registration and navigation task with the procedure of shuntem. Logs of 3 sessions captured few "coil noise" errors for the tools used in procedure. Observed from the logs that, in all the 3 sessions user went to navigation task and then tried to change the view from guidance view to different views and vice versa but logs didn't capture any abnormalities or error, and the root cause of the reported behavior of the "distance to target intermittently displaying" issue. The archive had 4mr exams and 4ct exams with spacing and thickness 1.00 mm each (except mr-1 which had 0.80 mm of spacing thickness and mr-3 which had 0.90 mm of spacing thickness). The registration was not present in the archive. Observed that the 3d model was not good as the exam used contains anatomy from the upper chin to the upper forehead and omitting the top of the head so the scan had the top of the head cut off and the back portion was also cut off which limited the area the surgeon was able to trace on. Apart from that the 3d model looked like netted and hollow from inside. Suggesting to allow more anatomy to register on and improve the scan quality and try editing the 3d model and filling those gapes prior to registration. Suspecting that the catheter introducer was not being reliably tracked by the emitter which might caused the issue but there is no way to confirm it. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system passed testing, there was no failures found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.